Event description:
Suture needle broke as last stitch was pulled through the fascia. Broken pieces were placed on needle holder magnet and disposed of. Suture needle pieces did not fall into pt. No pt harm. Sutures with the same lot number removed from operating room. No change in type of needle driver used. Only other suture with same lot number available. See scanned page.